Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and mildly calcified brachial veins. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was simply removed and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.